Event description:
It was reported, that the patient presented with presyncope. The pacemaker was in backup pacing. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of device in back-up operation was not confirmed. Upon receipt, the device was at elective replacement indicator (eri). Analysis did not find any anomaly. The voltage was within normal range of operation but approaching eri level. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device exceeds total projected longevity.